Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed button error. Customer's blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.